Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Event description:
It was reported that multiple intermittent unexpected pump resets occurred. There was no reported impact to the customer's blood glucose level. The customer reloaded the existing cartridge to address the event. The customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly multiple times. There was no reported impact to the customer's blood glucose level. The customer reloaded the existing cartridge to address the event. The customer has manual injections available as alternate insulin therapy.